Manufacturer narrative:
Unique identifier (UDI): (B)(4). A follow-up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis patient's contact reported the patient's treatment history, which showed an event of increased intraperitoneal volume (iipv). The reported large drain of 4,899ml was 223% over the expected drain volume which resulted in a reportable device malfunction. Follow-up with the patient's peritoneal dialysis nurse (pdrn) confirmed there were no serious injuries or complications. The pdrn states that the patient continues treatment on the continuous cycling peritoneal dialysis (ccpd) and has not missed any treatments. The largest drain volume from this treatment occurred in cycle 2, drain 2, where the patient drained a total volume of 4,899ml. That drain was 222% of the prescribed fill volume. Drain 0: 128ml fill 1: 2198ml drain 1: 2059ml fill 2: 2203ml drain 2: 4899ml fill 3: 2205ml drain 3: 1549ml fill 4: 2203ml drain 4: 724ml.

Manufacturer narrative:
Date of the event is (B)(6) 2016, the cycler was returned for evaluation. Exterior visual inspection showed no signs of physical damage. A simulated treatment was performed, and completed with an intermittent failure during setup. The failure was traced to the dust on the v9 valve. The system air leak failed intermittently; the failure was traced to the dust on the v9 valve. After cleaning the dust on v9 valve the system air leak passed. The valve actuation test passed. The voltage check passed. The load cell verification was within tolerance. The temperature calibration at ambient temperature test passed. The patient sensor calibration check passed. Perform an internal, visual inspection of the cycler: there were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. This event is 1 of 2 for the same patient.

Event description:
A peritoneal dialysis patient¿s contact reported the patient's treatment history, which showed an event of increased intraperitoneal volume (iipv). The reported large drain of 4,899ml was 223% over the expected drain volume which resulted in a reportable device malfunction. Follow-up with the patient¿s peritoneal dialysis nurse (pdrn) confirmed there were no serious injuries or complications. The pdrn states that the patient continues treatment on the continuous cycling peritoneal dialysis (ccpd) and has not missed any treatments. The largest drain volume from this treatment occurred in cycle 2, drain 2, where the patient drained a total volume of 4,899ml. That drain was 222% of the prescribed fill volume. Drain 0: 128ml fill 1: 2198ml drain 1: 2059ml fill 2: 2203ml drain 2: 4899ml fill 3: 2205ml drain 3: 1549ml fill 4: 2203ml drain 4: 724ml.